Manufacturer narrative:
Sections with additional information as of 10-nov-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 01-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 199, 187, 143, 150, 155 and 161mg/dl. The customer¿s expected am fasting blood glucose test result range is 95-120mg/dl. Customer stated since her medication was changed, her results have been 140-200mg/dl fasting and so she is not sure if it is the true metrix meter or due to the medication. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 12/15/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6).